Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000183, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6000183" . The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6000183 was manufactured according to the work instruction (wi) version 74 and manufactured in the multivac 12 on 08-mar-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 3c01704 was assembled according to the wi version 26 and manufactured on 08-mar-2023, with a total of (B)(4) units. Review of the device history record (DHR) that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 3c03971 was assembled according to the wi version 26 and manufactured on 16-mar-2023, with a total of (B)(4) units. Review of the device history record (DHR) that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code idd-pmc11.03 no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to low blood glucose levels event on (B)(6) 2023. The patient passed out due to low blood glucose levels and went to hospital via an ambulance. The blood glucose was 168 mg/dl at the time of hospitalization. The patient was treated with glucose tablets. No further information available.